Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support approved a pump replacement, and the customer was instructed to continue using the current pump for basal therapy while using manual injections for meal and correction doses until the new pump arrived.